Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to remove with suture could not be tested due to some components not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible, that the sutures were in friable or sub cutaneous tissue as it was reported the entire suture did not come out of the suture bearing. In this condition the suture will not release from the suture bearing as there is no counter force holding the suture in place. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 are filed under separate medwatch report number.

Event description:
It was reported that this was venous closure of the right common femoral artery using a prostyle device after a pharmacovigilance interventional procedure using an 8f sheath. Reportedly, the sutures were deployed on two prostyle devices, however, the sutures were still on the device when the devices were removed from the anatomy. The sutures were stuck in the suture bearing when the devices were removed. No resistance was noted removing the devices from the anatomy. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela/effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.